Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the technician flushed the flush port and noticed that it was leaking. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced farawave nav catheter was returned for analysis. Visual inspection of the device noted no abnormalities. A syringe was attached to the flush tubing connector port, and flushing through the irrigation line was tested. It was observed that drops of water were slowly leaking from the irrigation port. Microscopy subsequently revealed that there were some cracks in the connector piece. The device failed the leak testing performed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the technician flushed the flush port and noticed that it was leaking. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.